Event description:
Patient presented to the physician with a hematoma at the chest incision site. Physician brought the patient into the or, evacuated the hematoma, cauterized the bleeding, placed a suction drain, and closed the incision. Physician prescribed antibiotics after the procedure was completed.